Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddler's syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated. Additional information was provided, it was reported that the electrode was received for analysis. This report will be updated once the device analysis has been completed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddlers syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddler's syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddler syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated. Additional information was provided, it was reported that the electrode was received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations further supporting that the twiddlers syndrome (patient condition) contributed to the field allegations. The physician manual and patient handbook both offer specific guidance on preventing 'twiddler's behavior' and its associated consequences.